Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the battery compartment was damaged" was confirmed during the visual inspection. A damaged liquid crystal display (lcd) and a detached downstream occlusion (dso) seal, and missing battery door were also found. The lcd, dso seal, battery compartment, and battery door were replaced. The pump was calibrated, and performance verification test was performed. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the battery compartment was damaged¿; during device evaluation it was found the downstream occlusion (dso) seal was detached. The event occurred during testing.